Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified wear abrasion, crease fold, red particles, and openings. Leak test was performed and identified an opening on posterior side. A microscopic analysis was performed which identified a smooth crease opening on posterior side, and sharp crease opening on posterior side. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on posterior assessed a fold flaw opening, and a sharp crease opening on posterior assessed a fold flaw opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation:deflation and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported "grade 4 capsule". Device has been explanted.